Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say:at 17:20 pm on october 25th, while preparing a backup ventilator for the patient in the chest strengthening ward, it was discovered that the equipment alarm prompted a high outlet temperature when turned on. The patient immediately reported for repair and replaced the backup equipment.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.